Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a motor error alarm during rewind. Customer was advised to remove the battery to prevent continued alarms. Customer was advised that the pump will need to be replaced and was asked verbally and in written form to return the pump for analysis.